Manufacturer narrative:
Client stated they ordered 2 wheelchairs on this last order and on one of them the plastic spokes on the wheelchair is broke. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Client stated they ordered 2 wheelchairs on this last order and on one of them the plastic spokes on the wheelchair is broke.